Manufacturer narrative:
Information received a smiths medical ambulatory infusion pumps/cadd ms3 pumps reported problem of not alarm down stream occlusion during testing. No evidence revealed in the event log and when performing functional testing, this was not confirmed as device ran extensive testing. The event was not confirmed. Preventative action was taken as maintenance. The software was updated. The device is overall good condition. Device passed functional testing.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd ms3 pumps complaint of not alarming during downstream occlusion testing. This event was during testing and no patient harm.